Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, handle detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no corrected h3a device evaluated by manufacturer?: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: blank previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: blank getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, handle detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since handle cracked/ detached could be considered as technical deficiency, and in this way the device contributed to the event. The device was being used for patient treatment upon the event occurrence. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue handle cracked/ detached on powerled and hled surgical lights, there were no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is low. As stated by subject matter expert at the manufacturing site, maquet sas did not receive enough information to conduct the technical investigation. It is therefore not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.